Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer&#62688;representative (rep) regarding a patient who was being treated with lioresal (2000 mcg/ml at 615 mcg/day) intrathecal therapy via an implanted pump. The lioresal lot number and information regarding other medication the patient was taking at the time of the event were unable to be obtained. The pump's indications for use (ifus) were noted as intractable spasticity and post spinal cord injury. The patient&#62688;medical history included becoming a paraplegic due to a horse riding accident. It was reported that the patient started experiencing a loss of effect and a return of spasticity several months before the report (on approximately (B)(6) 2015) and the managing hcp began increasing the dose without improvement. They were unsure what led to the event and stated that the patient was paraplegic and did report many occasions of bad transfers resulting in bumps and bruises from rough landings, etc. The managing hcp performed a dye study which produced "a plume of dye" at the end of the catheter. Dose increases were made. When the surgeon opened the pump pocket during surgery, it was discovered that part of the catheter was on top of the pump next to the refill port. It was immediately assumed that perhaps a needle hole was made in the catheter during a refill. However, since they were unable to absolutely assume that, the surgeon decided to replace the entire system, which he did. Post operatively, the rep used a refill kit to try to determine what the problem may have been. The rep used a manufacturer's refill kit and attempted to put fluid through the two pieces of the catheter to see if any leaks were detected. The rep discovered that when fluid was put through the catheter, there was a leak underneath the anchor or near the place where the distal end of the injex anchor and the catheter interfaced (the subfascial/intrathecal entry point); it was stated that a leak was discovered at the distal end of the injex anchor. No other connections appeared to produce any leaks and the pump seemed to function normally. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. The rep reported on (B)(6) 2015 that the patient was doing much better. Follow-up has been conducted for the cause of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Catheter analysis results revealed a kink in the catheter body and a hole in the catheter body caused by repeated flexing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.